Manufacturer narrative:
B5: describe event or problem- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced heart block. During an ablation procedure to treat atypical flutter, a farawave cathter was selected for use. Use of the catheter to treat atypical flutter constituted off-label use of the catheter. After completing all 72 applications, it was noted that the patient had gone into heart block. A review of the data indicated that the event began after the first application in the basket in the ls. The patient had a pacemaker, which was pacing the patient throughout the remainder of the procedure following that first application. No further information on patient status or event resolution was provided. It was further confirmed that the catheter was disposed of and lot numbers were not retained. The rep is unsure of any further intervention relating to the heart block and noted the case proceeded as normal.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced heart block. During an ablation procedure to treat atypical flutter, a farawave cathter was selected for use. Use of the catheter to treat atypical flutter constituted off-label use of the catheter. After completing all 72 applications, it was noted that the patient had gone into heart block. A review of the data indicated that the event began after the first application in the basket in the ls. The patient had a pacemaker, which was pacing the patient throughout the remainder of the procedure following that first application. No further information on patient status or event resolution was provided.